Manufacturer narrative:
H10: the lot number was provided for the reported malfunction and a lot history review will be performed. The device has been returned for evaluation; the evaluation identified that the device is patent infusion and aspiration. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10:g4. H11: h6 (results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 8716001 implantable port allegedly experienced suction problem. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review will be performed. One device has been returned for evaluation. The company is still investigating this issue.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 8716001 implantable port allegedly experienced suction problem. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.